Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test with pressure failing high during preventive maintenance. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device did not reproduce a downstream occlusion. A review of the event history log revealed downstream occlusion messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the failing downstream readings. The downstream sensor assembly requires replacement to address this issue. During evaluation the device had bubbles throughout stream line and bubble could not be detected. The cause was identified to be a failed upstream sensor. The upstream sensor assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.